Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose ranged from 300-400 mg/dl. The customer went to the doctor's office and the doctor assisted the customer by changing the pump supplies and insulin delivery was resumed. Customer was not admitted to the hospital.